Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: sp1a.210812.016.g973usqu9ixe1 smartphone hardware: sm-g973u cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 29 mg/dl while wearing the pod. The patient reports hey had a loss of consciousness and fell while working outside. The patient reports being found by their spouse and an ambulance was called. Treatment information was not provided.